Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv outputs have chronically been programmed high. The lead was capped and replaced. No patient complications have been reported as a result of this event.